Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient with the implantable cardioverter defibrillator under advisory delivered 5 therapeutic shocks in less than a minute. No further information was available.